Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2011. Based on assessment, the product met specifications at the time of release. The system was found to have no problem. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported slowness in stopping aspiration in the maintenance of silicone. The lamp was replaced. Procedure details and patient outcome are currently unknown. Additional information has been requested and not received.